Manufacturer narrative:
Product evaluation: the product was not returned for evaluation. A video was provided. The lens and cartridge preparation were not shown. The lens was folded correctly and advanced with no issues observed. After the lens was delivered, a long narrow scratch was observed. The scratch was oriented side to side and is not in the cartridge travel path. The scratch also appears to be on the anterior surface. The lens remains implanted. Qualified associated products were indicated. The root cause for the reported scratch could not be determined. Based on review of the provided video, the narrow scratch was on the anterior optic surface. The lens preparation and loading were not shown. The origin of the damage cannot be determined from the video. The scratch was oriented at the 3 o'clock position traveling in toward the center. This damage is not in the plunger or cartridge travel path. This damage had the appearance of damage caused by an instrument used to grasp the lens. A ll lenses received a 100% inspection for cosmetics attributes. The damage observed on the provided video would not have met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure, a scratch was observed on the center of the iol optic. The surgery was completed without product replacement. The lens remains implanted. No patient harm was reported. Additional information has been requested.